Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a vbs (l2) for treating centrum fracture due to osteoporosis on (B)(6) 2022. At first, the trial balloon on the left ruptured during its inflation. Next, the stent balloon on the right ruptured during its inflation, too. Both atm and liquid volume (saline solution and/or contrast medium) were within the appropriate range. Finally, they recognized a small amount of cement leakage on the posterior side of the centrum during cement injection. Since the procedure was progressing to the end of the entire surgery, they did not apply cement anymore and finished the rest of the surgery by deploying a rod. Patient is in stable condition. No further information is available. This report is for one (1) vertebral body set/medium- sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.